Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD; 6935m72 lead, implanted: (B)(6) 2017; 5071-53 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two left ventricular (lv) leads had product performance issues. It was noted that one of the lv leads had high impedance measurements with no capture, while the other lv lead had a confirmed fracture. Both leads were capped and replaced. No patient complications have been reported as a result of this event.